Event description:
Customer reported going to the emergency room because they received a high reading on their freestyle meter and could not get a doctor's appointment. A lab test was done while they was there and after eating, that reading was compared to a freestyle test. The lab result was 13.0 mmol/l and the freestyle result was 18.8 mmol/l. The reported freestyle and lab comparison results differ by more than 20% and indicate a clinically significant inaccuracy and therefore, meets the MFR's definition of a malfunction. No treatment was reported, but the customer did report that the hosp recommended uric acid.